Event description:
It was reported, while in the cath lab, the md inserted a sheath into the right femoral artery. After placing the iab, the waveform on the pump appeared and then disappeared. The md tried to unsuccessfully aspirate blood from the side port. The iab was removed and replaced with another iab and again the waveform did not appear at the beginning. The md flushed the central lumen slightly, and then the waveform appeared.